Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was blood leakage or other sample leakage from the device other than the insertion site or needle tip and the plunger was deformed. The following information was provided by the initial reporter. The customer stated: "when the nurse was collecting arterial blood for the patient, she found that the plunger stopper was partially broken and blood was leaking from the back of the plunger, so she discarded it and replaced it with a new arterial blood collection device to collect blood for the patient. No adverse effects were caused to the patients during this period."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water and no issues were observed relating to damaged plunger stopper or leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes damaged plunger stopper and leakage. Bd was not able to identify a root cause for the indicated failure modes.